Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer believes the insulin pump was not functioning, and a dog had jumped up and ripped out his site at work. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corners, battery tube threads and scratched screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.